Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device will not be returned for evaluation; therefore, a product analysis will not be performed. The root cause cannot be determined.

Event description:
It was reported that while advancing the embolization coil in the microcatheter, the coil was caught in the hub and then detached. The entire coil and microcatheter were removed together. There was no reported patient injury or health damage.